Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, catalog number 0010303, lot number hurf1593 was implanted to repair the hernia defect. On (B)(6) 2010: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 6 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, bowel obstruction, seroma, adhesion, inflammation, mesh deformation, mesh migration and abdominal pain thereby underwent removal of mesh. Per op notes, "the mesh is folded and dysfunctional revealing the original fascial defect " and "torn loose from the anterior abdominal wall ". The instructions-for-use supplied with the device lists seroma, adhesions, inflammation and migration as possible complications. Updated fields: a2, b4, b5, b6, b7, d4 (UDI), d6.b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch mesh, catalog number (B)(4), lot number hurf1593 was implanted to repair the hernia defect. (B)(6) 2010: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1). Per operative notes, ¿large hernia defect was identified. There was a fair number of adhesions and fatty tissue stuck up to the hernia was freed up and the hernia sac was dissected down. Then a large ventralex mesh was inserted and straps were anchored to the fascia with several figure of eight sutures. The protacker was then used to tack the periphery of the mesh. ¿ (B)(6) 2010 - patient was diagnosed with incarcerated recurrent ventral hernia, small bowel obstruction, seroma and abdominal pain thereby underwent open repair with the implant of xenmatrix (device #2) and explant of ventralex (device #1). Per operative notes, ¿adherent mesh to the small bowel was noted and a few band-like adhesions were lysed. The mesh is folded and dysfunctional revealing the original fascial defect and this mesh was resected from the anterior abdominal wall by using a staple transection technique. The omentum is pulled down over the abdominal content and the xenmatrix graft was tacked to the anterior abdominal wall using sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel removal, mesh migration, pain and emotional injuries.